Manufacturer narrative:
Analysis description: final analysis confirmed the reported helix issue. The steroid plug shifted and was found near the end of the helix. After the lead was cleaned, normal characteristics were observed. Electrical testing did not reveal any anomalies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited a sensing and capture anomaly. Chest x-ray revealed that the lead had dislodged. During the lead revision procedure, the pocket hemorrhaged and the procedure was not completed. An additional lead revision procedure was performed on (B)(6) 2015 and the helix was unable to retract. The lead was explanted and replaced. The patient was stable post procedure.